Event description:
Related manufacturer reference number: 2938836-2019-16139. It was reported that the system was removed due to pocket infection. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.